Event description:
No further event information available at the time of this report.

Manufacturer narrative:
H6 : mechanical (g04) - femur. Visual examination of the provided pictures identified shows for the femoral a foreign material is found on the surface. As no products were returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the bones are otherwise unremarkable and the hardware appears intact. No fracture or dislocation. No loosening of the femoral component is confirmed radiographically. There's also possible polyethylene lining loss, given lack of spacing in the patellofemoral compartment. The overall fit and alignment of the implants is normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date : 2018. Concomitant medical device(s): 42512100312 - articular surface medial congruent (mc) left 12 mm height use with tibia sizes c-d/cr femur sizes 4-5 - 63686912; 42532006701 - tibia cemented 5 degree stemmed left size d - 64156330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00419.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 5 years later due to femoral loosening. During the surgery, it was noted that poly was pitted and was also revised. There were no contributing conditions. There was no surgical delay. The surgical technique was utilized. Attempts have been made and all available information has been provided.